Event description:
It was reported that during implant attempt, the physician noted noise on the egm (electrogram) through the analyzer, and that the lead pin had "give" in it and could be pulled back easily from the ring. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).